Event description:
It was reported that the patient with this sling device presented with urinary incontinence. A new artificial urinary sphincter (aus) implant is anticipated. There were no additional patient complications reported.